Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (handle and ligator housing) was analyzed, and a visual evaluation noted that the ligator head had six bands attached. The suture thread was in good condition. The handle had marks of insertion of the trip wire. The teeth and the suture hole of the ligator housing were in good condition. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No problems with the device were noted. The reported event of bands unable to deploy was not confirmed. Upon analysis, the returned device did not show evidence of either the alleged problems or defects which could have contributed to the event. The handle was in good condition, and it worked as intended. It is possible that the manipulation or the technique used at the time to interact with the device in conjunction with the patient anatomy could have affected the device functionality causing inability of the device to deploy the bands. However, there is not enough evidence to determine that the reported event occurs due to a device problem. Therefore, the most probable root cause of this complaint is no problem detected. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU) as the speedband superview super 7 device was used in the stomach; however, per the IFU, "the speedband superview super 7 multiple band ligator is not intended for ligation of esophageal varices below the gastroesophageal junction."

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the stomach during a hemostasis of varicose veins procedure performed on (B)(6) 2023. During the procedure, the handle was rotated properly; however, the bands could not be deployed. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts. Note: it was reported that the speedband superview super 7 device was used in the stomach; however, per the speedband superview super 7 multiple band ligator IFU, the device is not intended for ligation of esophageal varices below the gastroesophageal junction and the reported anatomy location is not described in the indications for use. Additional information received on march 17, 2023: the exact procedure name was special transgastroscopic treatment and transgastroscopic treatment of esophageal varices. It was noted that there was no difficulty experienced upon setting up the device.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h2 (additional information): block b5, block e1 (initial reporter address a and address 2), block e1 (initial reporter city), and block e1 (initial reporter zip/postal code) have been updated based on the additional information received on march 17, 2023.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the stomach during a hemostasis of varicose veins procedure performed on (B)(6) 2023. During the procedure, the handle was rotated properly; however, the bands could not be deployed. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts. Note: it was reported that the speedband superview super 7 device was used in the stomach; however, per the speedband superview super 7 multiple band ligator IFU, the device is not intended for ligation of esophageal varices below the gastroesophageal junction and the reported anatomy location is not described in the indications for use. Additional information received on march 17, 2023: the exact procedure name was special transgastroscopic treatment and transgastroscopic treatment of esophageal varices. It was noted that there was no difficulty experienced upon setting up the device.

Manufacturer narrative:
Imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the stomach during a hemostasis of varicose veins procedure performed on (B)(6) 2023. During the procedure, the handle was rotated properly; however, the bands could not be deployed. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts. Note: it was reported that the speedband superview super 7 device was used in the stomach; however, per the speedband superview super 7 multiple band ligator IFU, the device is not intended for ligation of esophageal varices below the gastroesophageal junction and the reported anatomy location is not described in the indications for use.